Event description:
A healthcare professional (hcp) reported that the bur broke and was stuck inside hp housing.

Manufacturer narrative:
Product analysis: visually, the inner shaft was broken approximately 0.44 inches from the distal end of the inner hub. Various portions of the outside diameter of the inner hub were measured and the measurements ranged from 0.328 inches up to 0.335 inches. The specification for the outside diameter of the inner hub is 0.330 ± 0.002 inches and therefore the aforementioned measurements were out of specification. The hub bushing was rough and worn. Functional testing could not be performed due to the broken state of the device. There was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.